Manufacturer narrative:
(B)(4). Method: the returned mr290 chambers (5) were attached to a waterbag for testing. The feedset tubing was visually inspected for damage. Results: the chambers filled to the expected fill level and then small drops of water began to leak from the connection between the tube and the waterbag spike. Visual inspection of the feedset tubing of the chambers revealed that insufficient glue had been applied at the connection between the feedset spike and the tube, causing them to separate. A lot check revealed eight other complaints of this nature for lot number 100213 (82 units). Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).

Event description:
A distributor in (B)(6) reported via a distributor that five mr290 autofeed humidification chambers were leaking at the water feedset. No patient consequence was reported.